Manufacturer narrative:
Qn#( B)(4).

Event description:
It was reported that the staff called for help troubleshooting what looks like pacing spikes firing all over the ECG signal. The patient does not have a pacemaker. The patient's rhythm is a-fib with hr in the low 100s. The intra-aortic balloon pump (iabp) is showing a trigger rate in the 60s to 70s. The iabp is running in autopilot in a 1:1 assist ratio and using the ap trigger. The timing is not good using the ap trigger. There have not been any alarms from the iabp, nor any stoppage in therapy. There is cvvhd running, but that has been on for about the same amount of time as the iabp. There have not been any issues with the ECG signal up until about an hour ago. The staff changed the ECG patches with no change. The staff than changed the entire ECG cable out. This also did not fix the problem. The staff check the connection to the iabp and the display connections, and all seemed to be well connected. The staff reboot the display without stopping pumping, also with no change. The staff then power cycle the iabp after confirming that the patient would tolerate being off of the iabp for 40 seconds. This did fix the issue for a short time, about 20 minutes, but then the issue came back again. As a result, the iabp was swapped out and everything looks good. The iabp is correctly tracking the hr in autopilot. It is using the ECG trigger, and the timing is now correct. There is no report of patient complications, serious injury or death. Additional information received from field service: per the nurse manager in ccu, they swapped iabps but symptoms came back a day later. The issue was able to remedy by removing dialysis machine. The iabp checked out ok.

Event description:
It was reported that the staff called for help troubleshooting what looks like pacing spikes firing all over the ECG signal. The patient does not have a pacemaker. The patient's rhythm is a-fib with hr in the low 100s. The intra-aortic balloon pump (iabp) is showing a trigger rate in the 60s to 70s. The iabp is running in autopilot in a 1:1 assist ratio and using the ap trigger. The timing is not good using the ap trigger. There have not been any alarms from the iabp, nor any stoppage in therapy. There is cvvhd running, but that has been on for about the same amount of time as the iabp. There have not been any issues with the ECG signal up until about an hour ago. The staff changed the ECG patches with no change. The staff than changed the entire ECG cable out. This also did not fix the problem. The staff check the connection to the iabp and the display connections, and all seemed to be well connected. The staff reboot the display without stopping pumping, also with no change. The staff then power cycle the iabp after confirming that the patient would tolerate being off of the iabp for 40 seconds. This did fix the issue for a short time, about 20 minutes, but then the issue came back again. As a result, the iabp was swapped out and everything looks good. The iabp is correctly tracking the hr in autopilot. It is using the ECG trigger, and the timing is now correct. There is no report of patient complications, serious injury or death. Additional information received from field service: per the nurse manager in ccu, they swapped iabps but symptoms came back a day later. The issue was able to remedy by removing dialysis machine. The iabp checked out ok.

Manufacturer narrative:
Qn# (B)(4). No iabp part or recorder strip was returned to teleflex chelmsford for investigation. The reported complaint of ECG signal difficulty was confirmed based on the attached picture. The ECG had pacer spikes in the ECG without the patient having a pacemaker. The issue was resolved after dialysis treatment was terminated and the pump passed functional testing after the case. If the product is returned at a later date, a full investigation of the sample will be completed. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends.